Event description:
The dentist reported 4 months after the dental implant was installed in intraoral region #30, it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed.